Event description:
It was reported that the gold screw loosened in the patients mouth at tooth #7.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. No lot or item number available.